Manufacturer narrative:
The field service engineer verified the operator's finding that the nut for the reagent probe was not properly screwed and tightened. It was insufficiently tightened after the operator performed maintenance. This caused a reagent carryover which led to falsely elevated results. He also noted that the vacuum nozzles of the rinse tubes were damaged. One vacuum nozzle had evidence of water dripping back into the cuvette. He replaced all the rinse tubings and performed adjustments. He also performed preventive maintenance on the instrument. The operator performed calibration and qc with acceptable results. After service and preventive maintenance, no further issues were reported by the customer. The investigation determined the service and maintenance actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 (bil-t) and (crp4) c-reactive protein gen.4 results for patients tested on a cobas c 501 module. The reporter stated that they have been obtaining high results on multiple assays. Upon inspection of the instrument, they found that the nut for the reagent probe was not properly tightened. The instrument was down and tests had to be rerun on their other analyzer or sent out to another laboratory. The reporter was able to provide the following examples of discrepant results: patient sample #1 had an initial total bilirubin result of 88 mol/l with a repeat result of 2.5 mol/l. Patient sample #2 had an initial total bilirubin result of 53 mol/l with a repeat result of 2.5 mol/l. Patient sample #3 had an initial total bilirubin result of 160 mol/l with a repeat result of 7.8 mol/l. Patient sample #4 had an initial total bilirubin result of 500 mol/l with a repeat result of 60 mol/l. Patient sample #5 had an initial crp result of 300mg/l with a repeat result of 100mg/l. It was not clear if the initial results were reported outside the laboratory. The reagent lot numbers and expiration dates were asked but not provided.